Event description:
The customer reported the device failed to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The reported symptom was confirmed. The device was not switching on with battery power. The issue was localized to the seating of the battery in the slot. Reseating the battery in the slot properly resolved the reported symptom. The device then passed all testing and remains at the customer site for use. We are considering this a malfunction of the seating of the battery in the slot.